Event description:
Additional information received reported that the fluid buildup at the ins pocket had been resolved. The poor coupling and difficulty recharging had not been resolved. X-rays had been reviewed. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The manufacturer¿s representative (rep) reported the patient was experiencing poor coupling with recharging and were unable to charge. They were getting zero to two coupling bars or the reposition antenna screen. The patient was showing the implantable neurostimulator (ins) was discharged. The patient programmer (pp) was able to communicate with the implant but it was showing charge the ins. It was noted the patient had a lot of swelling and a few bandages due to a revision. On (B)(6), it was further reported there was still poor coupling, and it took many times to get the pp to communicate. The antenna locate feature was used which didn¿t resolve the issue. It was noted there was still swelling at the pocket site, and the patient got their drain out the same, but it seemed like there was a lot of fluid present. It was noted there was still swelling and a bandage present. Relevant medical history includes peripheral neuropathy and spinal pain. The rep later reported the patient contacted them on (B)(6) stating they were still having communication issues with their current pp and couldn¿t get more than two coupling bars with the recharger even though their swelling had gone down. It was noted the patient had fluid in the pocket after the ins was moved and a pump was used to remove the fluid. It was noted both the patient and healthcare provider (hcp) reported there was no infection present. The patient used a spare pp they had from their previous ins and were able to communicate with the ins. It was noted the patient always used an antenna. The rep. Planned to meet with the patient in the future. It was recommended to the rep. To try charging with a different recharger and have the patient try using the current pp without the antenna to see if it would communicate with the ins. It was later reported that there was still poor coupling but they could communicate with another external device. An antenna locate (al) did not resolve the issue. They got anywhere from 70, 74, and 76. They did not have access with another implantable neurostimulator recharger (insr) to charge the ins. The clinician programmer (cp) noted that average coupling was 0.7. The ins did not feel loose or tilted in the pocket site. An x-ray was done on the ins yesterday and it was in the correct position. The patient had not had any falls or trauma. Currently there was no bruising or swelling. On (B)(6) 2015, it was confirmed that the battery was flipped via x-ray. The patient also started having stimulation at the battery site that went down the leg. The plan to resolve the flipped battery had not been finalized. The patient and physician were going to determine if they were going to revise to correctly orient the battery.